Event description:
It was reported that the pipeline (tubing) of the connecting venous pot of a prismaflex st150 set "fell off" which resulted in an internal air leak. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: e1: initial reporter city: prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.